Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explant after an implant duration of two (2) years and nine (9) months. The reason for explant has not been provided despite multiple follow up attempts by edwards with the healthcare provider. Moreover, the explanted device has not been returned for evaluation. Therefore, the reason and mechanism leading to this explant cannot be determined or evaluated at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency leading to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years and 9 months and replaced with another edwards valve model 3000 21mm. Despite multiple follow up attempts with the healthcare provider, no additional information (reason for explant, records, etc.) Was provided to edwards.

Event description:
Per follow up with the healthcare provider, it was learned that this device was explanted due to stenosis and regurgitation. No additional information provided.

Manufacturer narrative:
Additional manufacturer narrative: information was provided indicating this device was explanted due to stenosis and regurgitation. The device was not returned or evaluated, therefore, the mechanism leading to the reported stenosis/regurgitation cannot be identified or evaluated. No further action is required at this time.